Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient was able to reconnect her transmitter and smart device during troubleshooting. No injury or medical intervention was reported.